Event description:
It was reported that the surgeon has had between 6 and 12 patients required revision surgeries due to heterotopic bone growth after implantation of rhbmp-2/acs.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.